Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had an infection at his ipg site. As a result, the patient's scs system was explanted the last week of (B)(6) 2017. Following the explant, the patient was hospitalized overnight. While hospitalized, the patient was given antibiotics intravenously. The patient was sent home the following day with a script. The infection resolved over time and a replacement scs system was implanted on (B)(6) 2017.